Event description:
It was reported that a pt underwent a lobectomy procedure on an unk date. The reservoir locking plate functioned properly upon first activation. On an unk date, the locking plate was too loose and the reservoir could not stay in the locked condition. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.